Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging an issue with retaining the correct date and time. The animas pump has not save the time and date for the past 4-5 months. In addition, the history is showing incorrect bolus records. According to the patient, the bolus history of (B)(6) 2013 indicated that there were multiple records of bolus while the total daily dose is 28.25 units. The patient indicated he only take bolus insulin once (dosage of 3.55 units) on the day of concern. The history record issue was not resolved with training. There was no product misuse. This complaint is being reported due to the unresolved date and time and history record issue. There was no report of any patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, a review of the pump¿s bolus history confirmed the user¿s reported boluses. The bolus history was found to be incongruent due to the time and date resetting to factory default. A 24 hour duration test was performed with no unprogrammed boluses occurring during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. The keypad was found to be intact; no damage was observed. All buttons responded appropriately. The keypad was removed and no misaligned/damaged contacts were found. There was no evidence of contamination found under the button contacts. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.